Manufacturer narrative:
Correction: d10 date returned to manufacturer should have been jun 28, 2021. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient had no adverse consequences. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient had no adverse consequences.